Manufacturer narrative:
Concomitant medical products : 5076-52 lead, implanted : (B)(6) 2010; 6947-65 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and presented to the emergency room. The remote transmission was reviewed and it revealed the left ventricular threshold recently increased, and the programmed output was now below the threshold. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.